Event description:
A (B)(6) old female patient contacted zoll customer support to report that when she replaced her battery and pressed the response buttons the monitor screen went blank. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (no audio) has been confirmed. Upon receipt the monitor was continuously resetting. The cause for the lack of audio and the resets was an open connection at an unknown pin on the digital signal processor chip, component u500. The root cause for the open connection cannot be positively determined. No adverse event resulted from the defective chip. The patient was given a replacement monitor.